Manufacturer narrative:
The customer alleged that the bed spontaneously went into reverse trendelenburg position after the nurse reported leaning over the bed. The nurse indicated they had not touched any of the buttons on the bed but that it had ¿ spontaneously occurred¿. The bed was not able to be taken out of this position even though attempts to unplug and re-plug in the bed had been attempted several times. In addition, no cords were obstructing the bed, the soft touch keys on the side panel would acknowledge being pushed but would not activate any features under the buttons, keys and functions were all showing as unlocked. The CPR lever was also tried and would not activate the functionality to lower the bed to a flat position. A patient was on the bed at the time the event occurred and it was reported that no harm occurred. The bed was not returned for inspection and it was reported that the customer was having the bed repaired on site by their biomed department. After numerous unsuccessful attempts to obtain additional information from the customer, hillrom is cautiously reporting this event. If any additional information is made available in the future hillrom will submit a supplemental report.

Event description:
The customer alleged that the bed spontaneously went into reverse trendelenburg position after the nurse reported leaning over the bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This event was captured under hillrom complaint ref # (B)(4).